Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone to obtain additional information. The patient reported that the alleged power issue started on (B)(6) 2013 at 9am. It is not known if she made any changes to her usual diabetes management regimen in response to the alleged power issue. However, the patient reported developed symptom(s) of 'high blood' one after the alleged power issue started and claimed she took an increase dose of insulin at approximately the same time frame she developed the symptom(s). At the time of troubleshooting, the cca noted that the subject meter¿s battery did not need to be replaced. The alleged power issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.